Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a concern for the patients elevated lactate dehydrogenase (ldh). The log files noted no unusual events. As of (B)(6) 2023, the patient's ldh was 578 and was believed to be due to amiodarone toxicity. A computed tomography was requested. The patient plan of care was to continue to medically manage.

Manufacturer narrative:
Manufacture¿s investigation conclusion: although a specific cause for the reported increase in lactate dehydrogenase (ldh) could not be identified through this evaluation, the account later communicated that it was believed to be due to anti-arrhythmic medication toxicity. A direct correlation between the device and this event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log files captured the device operating as intended at the set speed with no notable alarms/events captured. The patient ultimately expired on (B)(6) 2023 (captured under MFR # 2916596-2023-02934). The pump was not explanted and would not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists all adverse events which may be associated with the use of heartmate ii lvas, including hemolysis. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: although a specific cause for the reported increase in lactate dehydrogenase (ldh) could not be identified through this evaluation, the account later communicated that it was believed to be due to anti-arrhythmic medication toxicity. Additionally, review of the submitted log files confirmed low flow events. According to the account, these events were thought to be caused by right heart failure. A direct correlation between the device and the reported events and patient outcome could not be conclusively determined through this investigation. The submitted log files captured low flow events on (B)(6) 2023. No other notable events were observed, and the pump appeared to be functioning as intended at the set speed throughout the duration of the files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate ii lvas, including hemolysis and right heart failure. This section also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient condition. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. Under ¿anticoagulation," this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Additionally, under "postoperative patient care," cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed the patient had frequent low flow alarms due to right ventricular heart failure and was placed on a milrinone infusion. A review of the log files confirmed that there were multiple strings of low flow alarms. The patient experienced shortness of breath, weakness and was placed on comfort care.